Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were found intact, and no exterior physical damage was noted. A review of the event history log identified primary audible alarm background test error in the history. Functional testing was performed using an occlusion test. Testing was unable to duplicate the reported problem. No root cause could be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.